Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (422 mg/dl). The customer delivered a correction bolus via the pump. It was indicated that the customer had already contacted their healthcare provider for long acting insulin.